Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2013, the patient underwent a primary total right hip replacement. The primary operative notes not available at the time of this review. On (B)(6) 2017, the patient underwent a revision of the head and liner due to pain, metallosis, liner/cup disassociation, and poly liner wear. The surgeon reported no operative complications. The sticker sheet for the first revision not available. The surgeon also reported removing a screw from the cup, however, there is no alleged deficiency of the screw. The poly liner was disengaged from the locking mechanism and the locking mechanism was found to be functioning appropriately. The stem and cup were reported to be well-fixed. The cup was not revised but was reported due to disassociation.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Product complaint #: (B)(4).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 428581 if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.